Event description:
The results of the investigation found that the device had a cracked downstream occlusion (dso) seal. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a cracked downstream occlusion (dso) seal. The customer's problem was replicated. The dso seal was replaced to fix the issue.